Manufacturer narrative:
The device was received for evaluation. During visual inspection the cable outer insulation has been torn open a couple of inches from the strain relief of the unit housing, exposing the ground braid, no wires or internal conductors exposed. System functional test was performed, and no errors or issues were observed despite the frayed cable. The reported condition was verified. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the em 2400, load cell module had frayed cord and metal showing inside. There was no patient involvement. No additional information is available.